Event description:
Per the clinic, the patient was burned by an electrosurgical tool during implantation surgery (date not reported). The burn was treated by suturing. Additional information has been requested, but has not been provided as of the date of this report, (B)(6), 2013. The implanted device remains.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. The date of implant surgery was (B)(6) 2013. This report is filed (B)(4) 2013. Implanted device remains.